Event description:
It was reported that there was loss of capture (loc) from this right ventricular (rv) lead. It was also reported that there was blood inside the insulation of the lead. A lead revision procedure was done where this lead was repositioned. After procedure, all lead measurements were normal. No additional adverse patient effects were reported. Currently, this lead remains in service.